Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message indicative of possible early battery depletion. Technical services was awaiting the device session files for review. No adverse patient effects were reported.